Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Due diligence was performed to obtain info to complete all blank required spaces on this medwatch.

Event description:
In 2009, this pt was implanted with a gore tag thoracic endoprosthesis for treatment of a penetrating thoracic ulcer. During a follow-up CT scan, it was noted the device had collapsed. A palmaz stent was implanted without incident. The pt tolerated both procedures. Two months later, the pt passed away.